Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (post# FDA-2014-n-0736-1037, awareness date 01-sep-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. She had essure for 2 years, during her two years of countless doctors' visits, emergency room visits, and countless of drugs to cease the pain or flush any infection out. First off as soon as the essure device was placed she was nauseous, dizzy and had a horrible migraine. She was told the headaches and cramping would go away (it never did). Her first hospital visit was for flu like symptom. She suffered year and a half of occasional vomiting and diarrhea unfortunately sometimes at the same time. After having these symptoms and thinking that she has the flu a lot. Always had head colds that she thought were allergies and it was giving allegra d. Two other hospital visits were for allergic reactions where her body was a rash, especially her chest and low abdominal areas. She had another visit for horrible stomach pain, had countless of test ultrasound, upper gastrointestinal scope, colonoscopy, CT scan, MRI and abundance of blood drawn. All exams could find was an ulcer. A bleeding open ulcer. The pelvic pain was so bad, she was diagnosed with endometriosis twice. Her cervix was scoped and scrapped of any deadly molecule she gained 45 pounds in 6 months. Finally above all things that made her miss work, vacation, family events and her life. The chronic pelvic pain took over her mind and her body. She even thought to take her own life. Almost acted on it. This was a very scary and painful time in her life. No one knew how to help her or figure out what was wrong so finally she asked her primary care physician if it could be her essure causing all her pelvic discomfort. She was uncertain since she was not the one to administer them. She called her gynecologist and set up an appointment to remove the essure coils. She chose to remove her fallopian tube due to the fact she was only (B)(6) and did not want to experience menopause. On (B)(6) 2015 her pelvic pain was no more. She did have some operation pain but the pain in her head and pelvic area was gone, she was essure free, and she was slowly gaining her life back. She did not wish any of what she went through on any woman because essure ruined her life, her body and her mind. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had stomach pain. She was diagnosed with a bleed open ulcer. She also had chronic pelvic pain that led her to even think to take her own life. Two years after insertion, she had her fallopian tubes removed and did not perform a hysterectomy. The gastric ulcer haemorrhage and suicidal ideation are serious due to their medical importance and chronic pelvic pain due to required intervention. The pelvic pain is listed while the other two events are unlisted in the reference safety information for essure. These events occurred during essure use. Considering this compatible temporal relationship and the nature of these events, the pelvic pain is assessed as related to essure. However, although essure might cause a minor depression due to regretting the decision of essure insertion, it is unlikely that it would cause a suicidal thoughts. Also, given the localized action of essure in the fallopian tubes, it is unlikely that it would cause a gastric ulcer haemorrhage. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had stomach pain. She was diagnosed with a bleed open ulcer. She also had chronic pelvic pain that led her to even think to take her own life. Two years after insertion, she had her fallopian tubes removed and did not perform a hysterectomy. The gastric ulcer haemorrhage and suicidal ideation are serious due to their medical importance and chronic pelvic pain due to required intervention. The pelvic pain is listed while the other two events are unlisted in the reference safety information for essure. These events occurred during essure use. Considering this compatible temporal relationship and the nature of these events, the pelvic pain is assessed as related to essure. However, although essure might cause a minor depression due to regretting the decision of essure insertion, it is unlikely that it would cause a suicidal thoughts. Also, given the localized action of essure in the fallopian tubes, it is unlikely that it would cause a gastric ulcer haemorrhage. This case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.